Event description:
Customer reported: the customer reports that on (B)(6) 2024, in the plastic surgery block, using syringes of 10ml luer, the syringe 10ml l/l 3 parts conc. Was find defected. Indeed, some grease in the plunger of the syringe was found and a black rubber remained in the body of the syringe. Observed fat in the piston of the syringe as well as the presence of rubber in the body of another syringe.

Manufacturer narrative:
This report was initially submitted on 10/30/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental report is being submitted to clarify that MDR 3014312726-2024-00344 was inadvertently submitted as a duplicate of MDR 3014312726-2024-00340. Both reports describe the same event. No new, additional, or updated information is available. This supplemental submission is provided solely to document that MDR 3014312726-2024-00344 was a duplicate entry.